Manufacturer narrative:
(B)(4).

Event description:
The patient stated that her pump had to be explanted because it was "setting to safe state." Troubleshooting was limited as the pump logs were unknown as of the date of this report. The medication used within the system was unknown. Additional information was requested but not available at the time of this submission.